Event description:
It was reported that one day post implant of the leadless implantable pulse generator (ipg) an increase in threshold was observed. The leadless ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.